Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned as it remains implanted; visual and dimensional evaluations could not be performed. Review of the device history record(s) for item/lot (00587806532/62843335), (00587806532/62854620) identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information to perform a compatibility check. Review of complaint history identified additional similar complaints for the reported item (00587806532) and no additional complaints for the reported part and lot combinations, (00587806532/62843335), (00587806532/62854620). Complaints are monitored through monthly complaint review (reference (B)(4) in order to identify potential adverse trends. A field action search using cognos bi identified no quality hold with an r-code as the reason associated with the following part/lot (00587806532/62843335), (00587806532/62854620) combinations as of 24-sep-2020. Review of x-ray images provided the following impression: left total knee arthroplasty with possible hardware fracture involving the superolateral patellar component, incompletely visualized given hardware overlap. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & multiple mdrs have been submitted for this event 00587806532, nexgen complete knee solution, trabecular metal std primary patella, lot 62843335. MDR# 3005751028-2020-00091.

Event description:
It was reported that the patient underwent a bilateral tka. Approximately 5 years post-implantation, cracks on the left knee patella component were seen on an x-ray. It was noted that the patient is not experiencing any pain.